Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no video-dark image and failed water tightness. It was unspecified when the issue occurred. There were no reports of patient harm.

Event description:
It was reported the camera head had no video-dark image and failed water tightness. It was unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertight defect and cable hole. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the watertight defect malfunction was due to a hole in the cable. Olympus will continue to monitor field performance for this device.